Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 20-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 2026095-2018-00166 for the first event. It was reported the medication infused before time. The device infused in 28-hours instead of 46-hours. There was no reported patient injury.